Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50cm.

Event description:
A report was received that the patient had frequent ipg charging. It was also noted that the patient lacked coverage due to high impedance as the leads appeared to be damaged. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a lead and ipg replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had frequent ipg charging. It was also noted that the patient lacked coverage due to high impedance as the leads appeared to be damaged. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.